Event description:
A malfunction alarm known as "malf 1" was reported by the customer, but no notable events were identified prior to the issue. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. To resolve the issue, the customer's pump, which was still under warranty, was set to be replaced, and they were advised to use multiple daily injections as a backup therapy. The customer was informed about placing the pump into storage mode and instructed to return it within 10 days using a prepaid label.